Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient went to a clinic due to a skin reaction from the dexcom adhesive, described as redness, bumps, itching, and hives, with potential blister formation if untreated. Allergy testing was performed on the patient¿s back and arms, and she was diagnosed with contact dermatitis. The patient was prescribed topical medications for adhesive allergy treatment, including topical triamcinolone (steroid), tacrolimus ointment and pimecrolimus cream. The patient was instructed to apply the medications to the skin after removing a sensor. The patient reported that symptoms persisted; however, the prescribed ointments provided symptom relief. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, there was no change in the patient¿s condition. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.